Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. No delivery alarm during testing. The pump history file/traces download was successful using thus or thump. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on the event date. (B)(6) 2024 00:31:00.000 to (B)(6) 2024 17:42:00.000 nodelivery (7) cannulatubingfilldelivered. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with no cosmetic damage found. No delivery alarm/occlusion not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 381 mg/dl at the time of the event and received an insulin flow block alarm. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-332a, mmt-398at, mmt-1880l. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer had not used the smartguard/auto mode of the insulin pump. Advised the customer to do a displacement and self test on the pump and it got passed. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-332a. No product return is required for mmt-398at. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.